Event description:
The manufacturer received information alleging an oxygen blending module failed calibration. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's transition tube was re-seated to the blower motor to address the issue.